Event description:
On (B)(6) 2013, the lay user/patient in the (B)(6) contacted lifescan to report the one touch ultraeasy meter was displaying the battery indicator symbol despite battery replacements. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 the patient noted the reported meter was displaying the battery indicator symbol; she was unable to obtain a blood glucose reading. The meter will display the battery symbol when there is no longer enough power to perform a test; the battery must be replaced. The patient noted she does not take any medications to manage her diabetes. Two days afterwards, the patient experienced the symptoms of sweating and lightheadedness and she felt hypoglycemic. The patient administered self-treatment by consuming ¿sweets¿ and felt better afterwards; she did not seek any medical attention. Troubleshooting revealed the battery did not need to be replaced and there had been no misuse of the product. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter power issue, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/28/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a dead battery. In addition, a secondary issue was noted when the meter was found to have a defective eeprom u6. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.